Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade iii, "calcifications", "nodular type of lesion", "tiny granulomas walling off silicone", "internal mammary chain lymphadenopathy", and "silicone containing axillary lymph nodes". Healthcare professional also reported "parenchymal cysts", which is not device-related. Device has been explanted and replaced.

Manufacturer narrative:
The events of "capsular contracture", "lymphadenopathy", and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed as inconclusive. ¿ silicone migration: unable to observe since it is not related to the device. ¿ cyst: unable to observe since it is not related to the device. ¿ wrinkling: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device.

Event description:
Healthcare professional reported "rupture" diagnosed via MRI. Later, healthcare professional reported "capsular contracture", "calcifications", "nodular type of lesion with what were likely tiny granulomas walling off silicone", ¿silicone containing left axillary lymph nodes¿, ¿internal mammary chain lymphadenopathy¿, and "parenchymal cysts are noted¿ which is deemed not device related. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device remains implanted.